Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, pneumoperitoneum leaked from the instrument. The surgeon used another instrument to complete the procedure. The hosp has reported no patient injury occurred.